Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. In-process qa inspections shows one noncomformance; nonconfirming material was sorted for defect, re-inspected, and found to be acceptable. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "device does not work when coupled to flow meter, does not have proper oxygen delivery". No patient involvement reported.